Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 8848352) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to a new stent and a new microcatheter to complete the procedure. There was no patient injury reported. No additional information is available. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The involved stent was found detached inside the hub. The stent was tried to be removed however strong resistance was felt. A microscopic inspection was performed along the body of the prowler, and no damages were found. (I.e., no elongations, kinks, or compressed conditions). The hub was found to be undamaged. The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated since the stent found in the hub was not able to be removed. Additionally, no damages were found in the device that may have contributed to the reported failure. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 8848352) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to a new stent and a new microcatheter to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.